Manufacturer narrative:
Product ID: 8709sc, lot# n300768011, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient receiving fentanyl (1507.5mcg/ml at 299.9 mcg/day), bupivacaine (20.0mg/ml at 3.978 mg/day), and morphine (7.0mg/ml at 1.3924 mg/day) via an implanted infusion pump. It was noted the patient reported they could not feel the bolus on (B)(6) 2018. On (B)(6) 2018, the patient was having pain management issues. The clinical diagnosis was increased pain. The case was to be presented at case review and a catheter dye study was ordered. On (B)(6) 2018, a catheter dye study was performed which showed aspirated csf indicating functional catheter with tip migrated caudad in the cervical intrathecal space, down from the original c1 location. It was noted the cap contrast study failed. The catheter was explanted and replaced on (B)(6) 2019. The device disposition was returned to manufacture. It was indicated the event was related to the device or therapy. The issue was resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6).

Manufacturer narrative:
The catheter was returned, and analysis found a hole caused by deep abrasion in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n300768011, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Section other relevant device(s) are: product ID: 8709sc, serial/lot #: n300768011, ubd: 10-aug-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-feb-27 regarding a patient receiving fentanyl (1507.5mcg/ml at 100.0mcgmcg/day), bupivacaine (20.0mg/ml at 1.326mg/day), and morphine (7.0mg/ml at 0.4641mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the catheter was occluded and the hcp was unable to aspirate. It was noted to have a kink in the catheter and the hcp replaced it. The event date was an unknown date in (B)(6) 2018 when a dye study occurred. There were no environmental, external, or patient factors that may have led or contributed to the event and the issue was resolved at the time of report. The patient's status was alive - no injury. No symptoms were reported and no further complications were reported or anticipated.